Event description:
A us distributor reported that an electrode belt connector latch does not secure with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector latch does not secure with monitor) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The root cause for the failure were bent pins in the trunk cable connector and the electrode belt was unable to securely connect to a monitor. The root cause for the bent pins was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.